Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that there have been cases where monoplus needles and threads have detached when opening the package.

Manufacturer narrative:
End customer did not have any issue with the product but only "wanted to check the batches he has in stock". Complaints will be canceled as not real complaints.